Manufacturer narrative:
Although requested, the affected product has not been received, and patient demographic details were not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported unintended disconnection occurred despite thoroughly tightening the tubing. The disconnection was between the secondary set and the upper y site of the primary tubing. No patient harm was reported.